Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Ccc reviewed the error log and found several aliquote probe - clog detected errors. Prior to calling ccc, the customer ran quality controls on the day of event which were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked aliquot drain, tubing and connections. The cse ran mix and omix service methods. The cse replaced sample probe 3 (s3) mixer and drain. The cse ran auto align procedure and also ran a quick check which was found within specification. The cse reran mix methods on s3 mixer which were within specification. The cause of the discordant, falsely depressed calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The correct result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.